Manufacturer narrative:
The following devices were also listed in this report: triathlon size 4 left pressfit cr femur; cat# unknown; lot# unknown triathlon size 3 tritanium baseplate; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to pain and flexion instability. A cs knee was converted to a ts knee with stems and augments. Rep confirmed that no further information will be released by the hospital or surgeon.